Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet system, with a documented blood glucose of 59 mg/dl that was treated with oral carbohydrate; the user recently initiated pump therapy and reported concurrent heart medication that could contribute. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and assignment to additional training. Investigation included complaint intake and triage with clinical support referral. Investigation of this case revealed no device malfunction reported and an unclear cause for hypoglycemia given concurrent medication and recent therapy initiation. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.